Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a patient with a previously implanted non-medtronic surgical aortic valve, after the procedure was completed and the delivery catheter system (dcs) and sheath were removed, the patient became unstable. A left coronary artery occlusion was reported. The cause of the occlusion was not reported. A heart pump was placed to restore stability and perfusion. A coronary stent was placed into the left main coronary artery. The patient was intubated and remained on the heart pump. The patient was transferred to the intensive care unit (ICU). Later that night, the patient coded and died. The cause of death was not reported.

Manufacturer narrative:
Updated to include section h.6 patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that there was suspected leaflet occlusion of the left main artery. Per the physician, the valve contributed to the coronary occlusion. Ventricular tachycardia/ventricular fibrillation arrest was noted after the left main occluded. Emergent percutaneous coronary intervention (pci) and an impella heart pump was placed. Return of spontaneous circulation was noted. The patient was transferred to the ICU with a plan to ¿code cool¿ to which is done to preserve brain function. The patient coded multiple times. A 2 inch thrombosis of the left main and suspected clot on the impella device was reported. The patient went into pulseless electrical activity (pea) arrest and cardiopulmonary resuscitation (CPR) was initiated. The patient subsequently died. Per the physician, the cause of death was pulseless electrical activity (pea) arrest and the left main occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.